Event description:
A customer reported via email that the wake button on their device was sticking and less responsive. There was no adverse impact to the customer's blood glucose level. The customer declined any troubleshooting or callback, and no further action was taken by technical support.